Event description:
It was reported that the 9800 system had poor image quality with lines in the images. Also the flip flop brake, and the vertical lift column would not work correctly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable, ps3 power supply, and flip flop brake were replaced during the service call. The system was tested and found to be working as intended, and put back into service.